Event description:
It was reported that during a de novo, none-mildly calcified, 70% stenosed, left internal carotid artery stenting procedure after an acculink stent was implanted and an unspecified post-dilated balloon delivery catheter was inserted, the patient experienced hypotension. Common medication, dopamine, was given and the hypotension resolved without an adverse patient sequela on (B)(6) 2013. The patient was discharged home on (B)(6) 2013. There was no additional information provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported patient effect of hypotension is a known observed and potential adverse event as listed in the rx acculink carotid stent system instructions for use. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency.